Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Event reported to medtronic through medwatch report #mw5073037: patient reported having sfa stents implanted: I had surgery on my legs because of blockages. I had a stent implanted on left leg I am scheduled to have it redone, I have a stent implanted in the right leg. I had it redone. Reported outcome: hospitalization, disability/permanent damage